Event description:
It was reported that during an unknown procedure, it was found that the sterile package of the product was broken when the surgeon opened it. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Only the device was returned with no ees packaging. The device appeared to be undamaged. Package could not be examined so damaged package could not be confirmed. Complaint event not confirmed. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.